Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (unknown ID) was implanted in 2009. The valve would not reprogram past 30 mmh2o. The patient presented with signs and symptoms of subdural hemorrhage; therefore, the valve removed and replaced on (B)(6) 2026.